Manufacturer narrative:
Analysis of the catheter (lot# 0208047355) found the catheter body had significant twisting that may have affected infusion. Twisting was observed on the catheter body. Kinks were also observed at multiple locations where the twisting was seen. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. (B)(4).

Event description:
It was reported that the patient experienced underdose symptoms. The location of the issue/symptom was the catheter track. The pump had flipped and the catheter was kinked and occluded. The location of the catheter issue was the pump connector. The logs were checked and x-rays were performed. The patient was hospitalized and a replacement was performed. The catheter was partially explanted as the physician changed the pump segment and some inches from the spinal segment. The pump was fixed with four filaments and pump remains implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. Reportedly, the issue was not resolved and the cause was not determined. This device system delivered morphine and clonidine. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0208047355, implanted: (B)(6) 2014, partially explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the moment the patient was fine. The pump was working properly delivering morphine and clonidine. Should additional information be received a supplemental report will be filed.